Event description:
It was reported that the patient presented to the emergency room due to not feeling well. They experienced an arrhythmia that the subcutaneous implantable cardioverter defibrillator (s-ICD) classified as a supraventricular tachycardia. The patient also had a leadless pacemaker, and the s-ICD had not called for anti-tachycardia pacing (atp) to be delivered as per programming. The rate was 207 beats/minute in the conditional shock zone, the patient was symptomatic, and the physician believed the rhythm was a true ventricular tachycardia (vt) and should have been treated by the device. Adenosine 6 mg was administered to no effect and the patient then received an external shock which converted the rhythm. Technical services (ts) discussed that the rhythm morphology likely closely matched the stored sinus rhythm template and discussed making the conditional shock zone equal to the shock zone in programming to help avoid the situation in the future, as the s-ICD operated as programmed. The patient was to possibly undergo an electrophysiology study in the future. Additional information received indicated that there were recently three additional recorded episodes due to oversensing as well as an inappropriate shock. The device had been programmed to the secondary vector, 1x gain. In each episode atp had been requested, however, it was not delivered by the leadless pacemaker. Subsequently, the device was reprogrammed to the primary vector. Ts review demonstrated that the secondary vector had significant signal variability with respiration. The variable amplitude could be influenced by system placement, and the system impedance was approximately 130 ohms. A recent presenting electrogram showed ectopic beats. Ts agreed that the primary vector was much more stable than secondary and discussed evaluation of rate zones and review of/consideration of x-rays for system placement to evaluate impedance.

Manufacturer narrative:
Please find additional codes in section f.10. And corrected source information in section g.2.

Event description:
It was reported that the patient presented to the emergency room due to not feeling well. They experienced an arrhythmia that the subcutaneous implantable cardioverter defibrillator (s-ICD) classified as a supraventricular tachycardia. The patient also had a leadless pacemaker, and the s-ICD had not called for anti-tachycardia pacing (atp) to be delivered as per programming. The rate was 206 beats/minute in the conditional shock zone, the patient was symptomatic, and the physician believed the rhythm was a true ventricular tachycardia (vt) and should have been treated by the device. Adenosine 6 mg was administered to no effect and the patient then received an external shock which converted the rhythm. Technical services (ts) discussed that the rhythm morphology likely closely matched the stored sinus rhythm template and discussed making the conditional shock zone equal to the shock zone in programming to help avoid the situation in the future, as the s-ICD operated as programmed. The patient was to possibly undergo an electrophysiology study in the future. Additional information received indicated that there were recently additional recorded episodes due to t-wave oversensing with atp delivery as well as an inappropriate shock while closing a car door. The device had been programmed to the secondary vector, 1x gain. Subsequently, the device was reprogrammed to the primary vector. Ts review demonstrated that the secondary vector had significant signal variability with respiration. The variable amplitude could be influenced by system placement, and the system impedance was approximately 130 ohms. A recent presenting electrogram showed ectopic beats. Ts agreed that the primary vector was much more stable than secondary and discussed evaluation of rate zones and review of/consideration of x-rays for system placement to evaluate impedance.

Event description:
It was reported that the patient presented to the emergency room due to not feeling well. They experienced an arrhythmia that the subcutaneous implantable cardioverter defibrillator (s-ICD) classified as a supraventricular tachycardia. The patient also had a leadless pacemaker, and the s-ICD had not called for anti-tachycardia pacing (atp) to be delivered as per programming. The rate was 206 beats/minute in the conditional shock zone, the patient was symptomatic, and the physician believed the rhythm was a true ventricular tachycardia (vt) and should have been treated by the device. Adenosine 6 mg was administered to no effect and the patient then received an external shock which converted the rhythm. Technical services (ts) discussed that the rhythm morphology likely closely matched the stored sinus rhythm template and discussed making the conditional shock zone equal to the shock zone in programming to help avoid the situation in the future, as the s-ICD operated as programmed. The patient was to possibly undergo an electrophysiology study in the future. Additional information received indicated that there were recently additional recorded episodes due to t-wave oversensing with atp delivery as well as an inappropriate shock while closing a car door. The device had been programmed to the secondary vector, 1x gain. Subsequently, the device was reprogrammed to the primary vector. Ts review demonstrated that the secondary vector had significant signal variability with respiration. The variable amplitude could be influenced by system placement, and the system impedance was approximately 130 ohms. A recent presenting electrogram showed ectopic beats. Ts agreed that the primary vector was much more stable than secondary and discussed evaluation of rate zones and review of/consideration of x-rays for system placement to evaluate impedance.